Event description:
It was reported that a battery was not holding a charge.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and system advisory - low battery was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Pump turned on with battery at 11% capacity. After charging battery for several minutes it was at 15% capacity. All connections were secure. Service replaced battery for preventive.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and system advisory - low battery was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Pump turned on with battery at 11% capacity. After charging battery for several minutes it was at 15% capacity. All connections were secure. Service replaced battery for preventive.

Event description:
It was reported that a battery was not holding a charge.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03596. The report was submitted in error., corrected data: corrected information provided in h10.